Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. No additional information was provided. Follow-up findings: pfn was sent to allergan with device. Event description states: "port explant." Port revised to low profile port due to pain. A replacement was used. Follow-up findings: patient had port revision from api to apii due to pain at port site due to size of api port and patient's weight.

Manufacturer narrative:
Tape ii (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."